Manufacturer narrative:
Insulin pump passed displacement test and self test. Software error detected alarm found in the insulin pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was unknown at time of incident. During self test the pump error and battery failed alarm occurred. Troubleshooting was performed by the customer for pump error. The insulin pump will be returned be for the analysis.